Event description:
During an unknown procedure, the clips couldn't be loaded into the jaw properly and would spring out. There was no patient consequence.it was not reported how the case was completed.